Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent breast augmentation with mentor siltex round moderate profile 300cc saline breast prosthesis. Left breast prosthesis deflation was confirmed by physical examination. As a result, the patient was scheduled for removal and replacement with mentor breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 1/24/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following implants: (left) 350cc mentor memorygel breast implant catalog: 3543501 lot: 7333107 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3543501 lot: 7521255 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2018, mentor became aware that the patient underwent bilateral removal and replacement with mentor siltex round moderate plus profile 350cc breast prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).